Manufacturer narrative:
The device was returned for analysis. The reported guide detachment was confirmed. The suture break was confirmed as a link break. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The electronic perclose proglide instructions for use (eifu) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it does not appear that the IFU deviation contributed to the reported difficulties. The patient effect of hematoma is listed in the electronic perclose proglide eifu, as a potential adverse event of use of the device.the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Subsequent to the initial MDR submitted, additional information was received that only one device was used in this incident. The device used in this incident is captured in this complaint.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 10f sheath after an interventional superficial femoral artery procedure. Reportedly, a suture break occurred. Another proglide device was used and the guide broke at the level of the foot. A hematoma was observed at the access site. Surgery under general anesthesia was performed to remove the proglide guide and treat the hematoma. A blood transfusion was given. Hemostasis was achieved by surgical suturing. There was no reported adverse patient sequela. There was a four hour clinically significant delay in the procedure or therapy. Subsequent to filing of the initial medwatch report additional information was received. Only one proglide device had an issue during this event. Reportedly, a suture break occurred and the guide broke at the level of the foot.

Event description:
Subsequent to filing of the medwatch report, additional information was received. The patient received a blood transfusion (6 units) and the procedure time was extended due to the breakage of the device. The patient was subsequently hospitalized for 41 days in the intensive care unit (ICU). While in the ICU the patient experienced multiple complications including an infection at the incision site, clotting, sepsis and intubation. The patient¿s tracheotomy tube also became dislodged inadvertently. Tamponade was diagnosed and the patient ultimately passed away due to hemorrhagic shock. No additional information was provided.

Manufacturer narrative:
Further investigation is not yet complete. A follow- up report will be filed with all additional information.

Event description:
An sus voluntary event report mw 5095838 was received. Event description: breakage of abbott proglide perclose vascular closure device after successful angioplasty of left tibial artery stenosis. Breakage resulted in massive hemorrhaging, abdominal hematoma, and additional 4 hours of surgery to retrieve device and repair the femoral artery. Hemorrhagic shock required initial transfusion of 5 units of prbcs, plasma and platelets. (B)(6) (patient) required emergent intubation, epi boluses every 2 min for 4 hours, and was transported to the cicu on 5 pressors and 12 IV lines and on a ventilator. He remained in intensive care until the time of his death on (B)(6) 2019. Cause of death was hemorrhagic shock. Dr. (B)(6) was interventionalist utilizing the device at (B)(6) medical center in (B)(6) and he documented in the medical record that the device was sent to abbott for analysis and the both the analysis and broken device were forwarded to the FDA by abbott vascular. No information from the report was shared with family members. There appear to be 3 maude reports that may relate to this case. Report numbers 2024168-2019-14027; 2024168-2019-14043; and 2024168-2019-14045/ FDA safety report d# (B)(4). On review of the maude reports two of the three relate to this event.

Manufacturer narrative:
Attachment: sus voluntary event report mw 5095838. The device was returned for analysis. The reported guide detachment was confirmed. The suture break was confirmed as a link break. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of death, hematoma, hemorrhage, infection and occlusion, are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect(s) of death, hematoma, hemorrhage, infection and occlusion are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the previous medwatch reports additional information and clarification was received: it was reported that the patient presented with chronic left sided leg ulcers and ischemic pain at rest. A peripheral lower limb atherectomy and angioplasty procedure was performed for the occluded tibial and peroneal arteries with good peripheral results. Due to the moderate obesity making antegrade manual pressure difficult, a proglide closure device was advanced with a 6f sheath via an antegrade stick. The sutures were deployed; however, a suture break occurred and [on removal] there were issues with foot plate engagement [difficult to close] within the artery. The proglide device was carefully manipulated in multiple directions [in an attempt to remove device]; however, this was not successful and the shaft fractured. A surgeon was called and during this time the patient experienced massive hemorrhaging and an abdominal hematoma. Heparin was reversed and manual pressure was held. Contralateral access was obtained and a balloon was inflated to help with hemostasis. Additional manipulations of the proglide device resulted in a separation of the guide. The cut down was extended in an attempt to unsuccessfully snare the device. The hematoma was evacuated from the abdominal wall/ retroperitoneum and groin. The resultant large access site was sutured closed and the separated portion of the proglide was ultimately pulled and removed via an additional arteriotomy at the superficial femoral artery (sfa). Significant bleeding and hemorrhagic shock occurred which required blood transfusion, emergent intubation and epi boluses. The patient was transported to the intensive care unit (ICU) on pressors and intravenous lines. While in the ICU the patient experienced multiple complications including infection, clotting issues and, sepsis. The patient¿s tracheotomy tube also became dislodged inadvertently and tamponade was diagnosed. The patient remained in intensive care until the time of death, which was determined to be due to hemorrhagic shock. No additional information was provided.

Manufacturer narrative:
The device was previously returned and analyzed. The investigation has not yet been recompleted at this time and a subsequent report will be filed with all additional relevant information.a2: patient age. H6: code 2017 removed.

Manufacturer narrative:
B5, 6, 7 and h6: re-filed for clarification purposes only. The device was returned for analysis. The reported guide detachment was confirmed. The suture break was confirmed as a link break. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of death, hematoma, hemorrhage, infection and occlusion, are listed in the instructions for use (IFU) as potential adverse events of use of the device. A medical review of the reported complaint was performed by an abbott clinical specialist and it was concluded that the outcome of death was likely related to the patient¿s status on presentation, complexity of patient¿s underlying disease and procedural complications. The patient's disease burden contributed to the outcome of death. Hence, this death case is unlikely to be an immediate patient effect but is a cascading effect of other patient effects and possibly due to a combination of procedural conditions, multiple comorbidities and disease state. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect(s) of death, hematoma, hemorrhage, infection and occlusion are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: reported device code 1212 was not added to previous reports. H10: corrected to capture code 1212.

Event description:
Subsequent to filing of the previous medwatch reports the event description was clarified: it was reported that the patient presented with chronic left sided leg ulcers and ischemic pain at rest. A peripheral lower limb atherectomy and angioplasty procedure was performed for the occluded tibial and peroneal arteries with good peripheral results. Due to the moderate obesity making antegrade manual pressure difficult, a proglide closure device was advanced with a 6f sheath via an antegrade stick. The sutures were deployed; however, a suture break occurred and on removal the handle would not lower and the footplate was stuck in the open position. The proglide device was propping the artery open and significant bleeding occurred. The proglide device was unable to be re-wired. The proglide device was carefully manipulated in multiple directions [in an attempt to remove device]; however, this was not successful and the shaft fractured. A surgeon was called and during this time the patient experienced massive hemorrhaging and an abdominal hematoma. Heparin was reversed and manual pressure was held. Contralateral access was obtained and a balloon was inflated to help with hemostasis. Additional manipulations of the proglide device resulted in a separation of the guide. The cut down was extended in an attempt to unsuccessfully snare the device. The hematoma was evacuated from the abdominal wall/ retroperitoneum and groin. The resultant large access site was sutured closed and the separated portion of the proglide was ultimately pulled and removed via an additional arteriotomy at the superficial femoral artery (sfa). Significant bleeding and hemorrhagic shock occurred which required blood transfusion, emergent intubation and epi boluses. The patient was transported to the intensive care unit (ICU) on pressors and intravenous lines. While in the ICU the patient experienced multiple complications including infection, clotting issues and, sepsis. The patient¿s tracheotomy tube also became dislodged inadvertently and tamponade was diagnosed. The patient remained in intensive care until the time of death, which was determined to be due to hemorrhagic shock. No additional information was provided.

Event description:
Subsequent to filing of the previous medwatch reports additional information and clarification on event description was received: it was reported that the patient presented with chronic left sided leg ulcers and ischemic pain at rest. A peripheral lower limb atherectomy and angioplasty procedure was performed for the occluded tibial and peroneal arteries with good peripheral results. Due to the moderate obesity making antegrade manual pressure difficult, a proglide closure device was advanced with a 6f sheath via an antegrade stick. The sutures were deployed; however, a suture break occurred and on removal the handle would not lower and the footplate was stuck in the open position. The proglide device was propping the artery open and significant bleeding occurred. The proglide device was unable to be re-wired. The proglide device was carefully manipulated in multiple directions [in an attempt to remove device]; however, this was not successful and the shaft fractured. A surgeon was called and during this time the patient experienced massive hemorrhaging and an abdominal hematoma. Heparin was reversed and manual pressure was held. Contralateral access was obtained and a balloon was inflated to help with hemostasis. Additional manipulations of the proglide device resulted in a separation of the guide. The cut down was extended in an attempt to unsuccessfully snare the device. The hematoma was evacuated from the abdominal wall/ retroperitoneum and groin. The resultant large access site was sutured closed and the separated portion of the proglide was ultimately pulled and removed via an additional arteriotomy at the superficial femoral artery (sfa). Significant bleeding and hemorrhagic shock occurred which required blood transfusion, emergent intubation and epi boluses. The patient was transported to the intensive care unit (ICU) on pressors and intravenous lines. While in the ICU the patient experienced multiple complications including infection, clotting issues and, sepsis. The patient¿s tracheotomy tube also became dislodged inadvertently and tamponade was diagnosed. The patient remained in intensive care until the time of death, which was determined to be due to hemorrhagic shock. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide detachment was confirmed. The suture break was confirmed as a link break. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A medical review of the reported complaint was performed by an abbott clinical specialist and it was concluded that the outcome of death was likely related to the patient¿s status on presentation, complexity of patient¿s underlying disease and procedural complications. The patient's disease burden contributed to the outcome of death. Hence, this death case is unlikely to be an immediate patient effect but is a cascading effect of other patient effects and possibly due to a combination of procedural conditions, multiple comorbidities and disease state. The patient effects of death, hematoma, hemorrhage, infection and occlusion, are listed in the eifu, as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect(s) of death, hematoma, hemorrhage, infection and occlusion are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Event description clarification received. Device code: 2921 removed and 2983 added.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 10f sheath after an interventional superficial femoral artery procedure. Reportedly, a suture break occurred. Another proglide device was used and the guide broke at the level of the foot. A hematoma was observed at the access site. Surgery under general anesthesia was performed to remove the proglide guide and treat the hematoma. A blood transfusion was given. Hemostasis was achieved by surgical suturing. There was no reported adverse patient sequela. There was a four hour clinically significant delay in the procedure or therapy. No additional information was provided.